Manufacturer narrative:
It was reported that a 61-year-old female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade. The device evaluation was completed on 22-aug-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The force, magnetic and temperature features were tested, and no issues were observed. In addition, the product was deflecting and flushing correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade. The patient suffered cardiac tamponade. The patient became hypotensive and tachycardic about 3/4 through the procedure, and then an effusion was seen on ice imaging. A pericardiocentesis was performed, with approximately 600 ml of fluid removed. The caller states they are going to be transfusing a unit of blood. Patient is currently stable. This adverse event was discovered during use of bwi products. The physician¿s opinion on the cause of this adverse event: md is not sure. The outcome of the adverse event: patient is currently stable. A transseptal puncture was performed with a heartspan needle. Prior to noting the CT ablation was performed: almost 3 of 4 pulmonary veins isolated. No evidence of a steam pop. The event occurred during ablation phase. Irrigated catheter was used in the event and the flow setting: per IFU, 8/15. No error messages observed on biosense webster equipment during the procedure. Force visualization features: graph, dashboard, vector, visitag with visitag module parameters for stability: 3mm, 3 sec, 25% at 5g. No additional filter was used with the visitag. Color options were used prospectively tag index. Max wattage used: 35-45 w, total lesions: 44, total ablation time: 13min 16 secs and total fluid: 551 ml. The patient is hemodynamically stable at the time of the report. The effusion was discovered/noticed: patient symptoms then ice. The patient was admitted and the ablation was abandoned. The md stated that the patient had a small baseline effusion.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).